Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp was inserted via the right femoral artery, in a 58-year-old male patient, with acute myocardial infarction and cardiogenic shock (ami/cgs), presenting in scai stage a shock. During ongoing mechanical circulatory support, the clinical team reported potential hemolysis, identified by elevated ldh levels, in the context of profound cardiogenic shock requiring ECMO placement. No anatomic cardiac abnormalities were documented, and imaging use or pump-position confirmation was not reported. The timing of onset, resolution status, and whether blood products were administered remain unknown. Device involvement was also documented as unknown, and the pump remained in place. The patient remained on impella support at the time of reporting. Based on the available information, the reported hemolysis occurred during a period of severe cardiogenic shock with concurrent ECMO support, both of which are known clinical conditions that can independently contribute to hemolysis. There is no evidence of device malfunction, no confirmed malposition, and no allegation directly implicating the impella cp. Given the profound hemodynamic instability and limited clinical detail, the event appears more consistent with patient-specific physiological factors and the complexity of combined mcs therapy, rather than a device defect.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of hemolysis/mechanical interaction with blood is not determined due to no logs/product being returned and with insufficient clinical information.